Event description:
The patient experienced a sudden loss of stimulation. The patient increased the amplitude with the patient programmer, but did not feel any stimulation. The patient was seen in clinic. A lead breakage/fracture was confirmed with impedance measurements. A week later it was reported that the second implanted lead was broken. The devices remained implanted. The hcp reported that the patient needed a re-do laminectomy to replace the lead. The patient decided against revision surgery, including explant of original hardware, as the original surgery was very painful.

Manufacturer narrative:
Additional review determined the following device code is also related to this event: (B)(4).

Manufacturer narrative:
Concomitant medical products: patient product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported five and half years later that the patient's lead wire broke four weeks post implant '(B)(6) 2007'. In 2011 the patient had his implantable neurostimulator (ins) and one lead wire removed. The patient still has one lead wire implanted. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient further described the previously reported information. The implantable neurostimulator (ins) and wire going up to the extension were removed. From the extension up to the base of the skull was left in. They had done an x-ray and seen a few left in because he didn't want to have a laminectomy done. The ins was removed in 2011 and the paddle was left in.